Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that the water in the tank will not evaporate and other thermal issues. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer confirmed sound abatement foam degradation/breakdown in the returned materials in base unit and positive deposit of foam particulate on the fit tool in the tip. The manufacturer was able to confirm the presence of degraded sound abatement foam and concludes that there was an evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes.